Event description:
It was reported that during a pneumonic resection, the staples were malformed after firing. The procedure was completed by hand sewing. No pt consequences were reported.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.